Event description:
It was reported that during a lymphadenectomy procedure, when the doctor fitted the load into the stapler, it raised part of the stop, releasing staples, requiring the change of load. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. D4: batch # 822a60. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with the proximal 6 drivers up without staples only on the right side and all staples present on the left side. The returned reload had the swing tab in the unlocked position. No functional test was performed in order to preserve the evidence. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 822a60, and no non-conformances were identified.